Event description:
It was reported surgical intervention was undertaken wherein the patients leads were explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. Attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2020-32686. It was reported the patients leads had migrated. Migration was confirmed via radiographs. Surgical intervention may be pending to address the issue.